Event description:
It was reported that the patent was felling a burning sensation and chest pains. Patient went to hospital and mentioned "they" said something was "wrong" with the device. The device was reprogrammed and still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.